Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the electrode detached from the jaw and active rod, the electrode was not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the damage on the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon reported that at the midway point of the procedure, the enseal's jaw came out and the whole wire also followed. Surgeon had to stop the surgery to find the broken pieces of the jaw and also use the c-arm to identify whether there was a foreign body in the patient. Surgeon then compared the retrieved pieces with another used nslg2c35 to ensure that all broken pieces were retrieved, and based on surgeon's observation, the broken parts were retrieved. Surgery was delayed for one hour. No other patient complications were reported.